Event description:
The initial reporter received questionable elecsys ferritin (ferritin), probnp g2 elecsys e2g v2, elecsys ft4 iii and elecsys tsh v2 results for six patient results tested on the cobas e 801 module. The initial results were not reported outside of the laboratory. The units of measurement were not provided. Patient 1 had an initial ferritin result of 0.500 with a data flag. The repeat result was 10.1. Patient 2 had an initial ferritin result of 7.65 with a repeat result of 142. Patient 3 had an initial probnp result of 960 with a repeat result of 152296. Patient 4 had an initial probnp result of 372 with a repeat result of 5544. Patient 5 had an initial ft4 result of 77.7 with a data flag. The repeat result was 12.9. The initial tsh result was 0.005000 with a data flag. The repeat result was 0.0394. Patient 6 had an initial ft4 result of 77.7 with a data flag. The repeat result was 12.5. The initial tsh result was 0.0287 with a repeat result of 0.594. The ferritin reagent lot number is 60273103 with an expiration date of 30-jun-2023. The probnp reagent lot number is 60018601 with an expiration date of 31-may-2023. The ft4 reagent lot number is 63088803 with an expiration date of 31-may-2023. The tsh reagent lot number is 63196601 with an expiration date of 30-sep-2023.

Manufacturer narrative:
The investigation is ongoing.

Manufacturer narrative:
The customer did not provide any information for the investigation. The cause of the event could not be determined.